Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the upper third of the common femoral artery head via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the pt was anti-coagulated with 2,000 units of heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician did not hear the click when shuttling down but felt an absolute hard stop. Difficulty was felt when the physician was retracting the sheath from the tissue tract. The wire (catheter) was visible while the advancer tube and sealant were not visible. It was noted that the device jammed. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the sam day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of the sealant which may have contributed to the device jam. Shuttle down procedure was stimulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed at the proximal tip of the advancer tube. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. The review of the lhr (lot f1317108) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported device deployment jam could not be conclusively determined.